Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During evaluation, the power connector of the unit is corroded and damaged. The unit can't be powered on. In addition, there was corrosion on metallic surfaces and dust and dirt contamination were found. This incident has been deemed reportable due to the corrosion found on the power and the device was scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power supply of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
In box b and box g sections was updated/corrected. H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During evaluation, the power connector of the unit is corroded and damaged. The unit can't be powered on. In addition, there was corrosion on metallic surfaces and dust and dirt contamination were found. This incident has been deemed reportable due to the corrosion found on the power and the device was scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.